Manufacturer narrative:
E1 - customer (person): phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the wayne pneumothorax tray separated. During removal, the j wire separated, and a portion of it was retained in the patient. An additional procedure was performed to successfully retrieve the wire. No other adverse effects were reported due this occurrence.